Manufacturer narrative:
S/w unknown. Retainer ring = black. Customer returned pump for alleged having missing segment/display anomaly and cosmetic damage located at the cracked battery compartment found on (B)(6) 2022. Unit received with vertical blue, red, greens lines on display, unable to perform displacement and self test. Pump was cut open to perform visual inspection found no damage lcd controller and no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Swapping out test boards confirms missing segment/display anomaly is isolated to pcba 1. Unit had scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, the unit with missing segment/display anomaly, problem isolated to pcba1, and cracked case (battery tube) were confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.